Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that nurse called to report patient was traveling and received a shock while exercising. The patient wanted to get physician names for a device check. Patient has not discussed with a physician and has not had a device check performed. Follow up indicated unsuccessful in contacting the patient, and that the patient chart shows that the patient has not contacted the facility or had and in-office visit since call placed to manufacturer. The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead&#1157;main in use. No further patient complications have been reported as a result of this event.